Event description:
The customer reported that the device has an ECG error, spo2 error, and one invasive blood pressure error displayed. In addition, half of the screen or the entire screen disappears sporadically.

Manufacturer narrative:
(B)(4). The customer reported that the device has an ECG error, spo2 error, and one invasive blood pressure error displayed. In addition, half of the screen or the entire screen disappears sporadically. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.